Event description:
A customer reported an issue with a pump that triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes, clean them with a soft bristle brush, and reinstall the cartridge to resume insulin delivery. After following these instructions and waiting, the pump resumed normal operation, and the alarm did not recur. Technical support provided tips to prevent future altitude alarms, which the customer acknowledged.